Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.33" x 0.13", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the additional failure of frayed grip cable to not be related to the customer's reported complaint. The root cause of the frayed distal grip cable is attributed to a component failure. A review of the instrument log for the mega suture cut needle driver (471309-15/k10210421-0344) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The device has 10 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted incisional hernia lpom surgical procedure that a piece of the mega suture cut needle driver broke inside of the patient. The piece was retrieved. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.